Event description:
The patient came in for an elective left ventriculopleural shunt. His valve was set preop in the operating room. His setting changed post op on its own, leading to overdrainage of his ventricles and intracranial hypotension causing cerebellar hemorrhage and decline in his exam. He needed emergent craniectomy for decompression two days later, then clot evaluation and valve replacement soon after. His valve reset on its own again prior to that surgery. He is intubated and with neurologic decline in the ICU.